Event description:
The customer was hospitalized with dka bgs were very high. The infusion set and sites were changed as were the vials of insulin. Troubleshoot was performed. The customer was placed in a replacement pump and within 2 hours pt's bgs were back to normal.